Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited noise on the ventricular rate/sense and shocking electrograms which precipitated pacing inhibition. The local guidant representative was able to reproduce the noise with patient isometrics. The lead diagnostics are all stable and within normal limits.